Event description:
On 2026-jan-22 additional information was received from the patient. The patient reported that the cause of the impedances was determines to be the lead moving to the skin surface and across the sacrum. It was unknown what the cause of the lead migration was, but could have been possibly due to weight loss and regain. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va316sl, implanted: (B)(6) 2025, explanted:(B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that around the beginning of october the patient tried to change programs and increase the intensity because they had loss of benefit from the therapy. The highest they could get was 1.1 and it didn't matter which program they tried. They tried quite a few programs and they would get maximum power has been reached, cannot increase intensity. Patient has not had any falls or accidents. The patient was redirected to their healthcare provider to further address the issue. On 2025-dec-18 additional information was received from the patient. They reported that the cause of the issue was impedances on all of the electrodes. The wires and lead had migrated to the right side near the battery and controller. They had a revision surgery on 2026-jan-06.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va316sl implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.